Event description:
It was reported that the patient will undergo a revision procedure due to return of incontinence with an artificial urinary sphincter (aus). Diagnostic testing was performed and showed a poor uptake of the urethral cuff without erosion and no atrophy observed. The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient was stable following the procedure.